Manufacturer narrative:
The lot number provided is for the brush head. The device manufacturer date provided is for the brush head.

Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.